Event description:
Procedure:appendectomy. Reference (B)(4) (serious injury) and (B)(4) (malfunction) for the same case. The reporting person said during the procedure the stapler did not fire. No injury reported. No permanent damage. There was no bleeding over than 500 cc and a blood transfusion was not necessary the surgical time was extended because it was necessary to convert to an open procedure. The event did not prolong the hospital stay.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an single use loading unit. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).